Event description:
Complaint#: (B)(4).

Manufacturer narrative:
It was reported that 3 pieces of hls cannulae were received with "not for clinical use" label. Products were not use for treatment. No harm to any person was reported. Sample investigation is not required at this moment since these products were labelled as "not for clinical use" by manufacturer to ship another customer, and all are traceable via sap system under non-conformity record#: (B)(4). Based on the investigation results, the complaint could be confirmed. The cause of the reported failure was found as related with an error of manufacturer, and an nc (B)(4) has been initiated on 2025-08-22 in order to determine exact root cause and initiate further actions to determine corrective measure for the failure. All further steps will be performed in accordance with this specific non-conformity record. Performed analysis shows that no further product was affected for this specific lot number as the rest of the labelled ones were already shipped to correct customer. Since it is a manufacturer related failure and all further investigation will be performed within nc (B)(4), a DHR review is not feasable. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that 3 pieces of hls cannulae were received with "not for clinical use" label. The product was not used for treatment. No harm to any person was reported. Since the reported failure is related with wrong labelling "not for clinical use", the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.